Event description:
It was reported that the patient's right hip was revised due to septic infection. A washout and swap was done. A shell, mdm liner, and head, were revised and replaced with a biolox head and sleeve.

Manufacturer narrative:
An event regarding infection involving a other hip sleeve was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: modular dual mobility insert; cat# 626-00-54i; lot# 77008303; delta un.fem hd 28mm r28 16/18; cat# 6519-1-028; lot# 84930901; restoration adm x3 ins 28/60; cat# 1236-2-860; lot# 82021501. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unknown mdm liner. Unknown femoral head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
It was reported that the patient's right hip was revised due to septic infection. A washout and swap was done. A shell, mdm liner, and head, were revised and replaced with a biolox head and sleeve.